Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible in the guide wire lumen and on the distal shaft, consistent with preparation, handling, and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported failure to advance. The reported dissection is a known adverse event listed in the vision instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that the procedure was to treat the re-stenosis of an unknown stent in a heavily calcified distal right coronary artery (rca). After pre-dilatation with a trek balloon, attempts were made to cross with 2 different 3.0 x 28 vision stents, but both were unsuccessful. An attempt was then made to cross with a 3.0 x 12 vision stent, but it was also unsuccessful and upon removal, a dissection was observed in the ostium of the rca. A 2.75 x 12 vision stent was implanted to treat the dissection. The re-stenosis was left ballooned only. There was no adverse patient sequela. Final patient outcome was good. No additional information was provided.